Manufacturer narrative:
Section d UDI was corrected. Section h device manufacture date was added.

Event description:
A 79-year-old female was admitted for coronary artery bypass grafting. Due to difficulties in weaning from cardio-pulmonary bypass, an intra-aortic balloon pump was inserted. Shortly after, the patient again infarcted and a coronary angiography showed 3 of 4 bypasses occluded. An attempt was made to insert an impella 5.5 via the left axillary artery but failed due to complex patient anatomy. Instead, the intra-aortic balloon pump was replaced with an impella cp. Some oozing of the access site was controlled by conservative mangement but required blood transfusion. Due to the poor prognosis of the underlying disease, care was withdrawn and the patient expired after two days of support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.